Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function¿ - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the cloudy image was not confirmed. In addition, there were foreign objects found in the nozzle due to insufficient cleaning. The root cause of foreign matter remaining in the equipment could not be identified and the foreign matter could not be identified. Due to clogging of the nozzle, water removal ability did not meet the standard value. The device was cleaned, disinfected, and sterilized before it was sent back to olympus. It was unknown what the foreign material was. The air/water nozzle was flushed with water and air and there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. Additional evaluation findings were as follows: deformation of up/down knob caused water and air leakage, wear of angle wire, bending angle in up direction did not meet the standard value, light guide (lg) lens had a crack and the adhesives around lg lens had a white-clouded area, adhesive around objective lens was peeling, the suction cylinder was scraped and the paint was peeling, image guide connecting tube had a scratch, bending section cover adhesive was chipped, cracked and cloudy, switch 1 had a scratch and the image guide protector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a cloudy image. There was no patient harm associated with the event. The device was returned and evaluated; it was found that the nozzle had foreign objects. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.